Event description:
The manufacturer received information from a service engineer on behalf of the customer, indicating that a trilogy ev300 device would not remain in calibration mode during testing. The reported issue occurred immediately following the external power test. During the subsequent test, when the test adapter was connected, the device entered a "ventilator inoperative" state and displayed a message indicating failure to remain in calibration mode. There was no serious patient harm or injury that occurred or was reported. The device was evaluated by a field service engineer (fse). During the investigation, the system pcba was replaced to resolve the issue. Additionally, the fio2 3-way solenoid valve was replaced. Following the repair, the ventilator successfully passed all final functional and performance testing and was confirmed to be operating within specifications.

Manufacturer narrative:
The reported failure of would not remain in calibration mode during testing and entered a "ventilator inoperative" state is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.